Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was sent to the service center for testing. Per service manual operational and diagnostic analysis does not confirm the reported issue (outflow suction would not work). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A DHR review has been conducted and the results indicate that this batch of products was processed without incident and therefore there is no internally assignable cause for the reported problem. No further investigation beyond what is noted below will be conducted on this complaint. This complaint cannot be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Outflow suction would not work on arthroscopy pump. Patient consequence? No. Patient consequence description:no patient consequence. Action taken for procedure: bypassed outflow - removed pump after procedure. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.